Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer received help from technical support to reset the pump and was informed they could continue using it. Additionally, the customer was advised to call back if the malfunction recurred, and they understood this advice.